Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified, de novo lesion in the mid left anterior descending artery (lad). Reportedly, the 3.5 x 12mm rx trek was advanced to the target lesion; however, a pin hole rupture was noticed during first inflation at 6 atmospheres. Resistance was met due to patient anatomy, during advancement and removal of the device. A non-abbott balloon was used for the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. The reported balloon rupture was likely due to an interaction with the calcified lesion. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint handling database revealed no other incidents for balloon rupture or resistance with the anatomy during advancement/retraction reported from this lot. Based on the information reviewed, there is no indication of a product deficiency